Manufacturer narrative:
UDI:(B)(4).the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the issue with the worn out and corroded bearings creating a situation where the cutter was no longer in alignment and not allowing the cutter to pass through. It was determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neurotip. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device had bad bearings. During in-house engineering evaluation, it was determined that the leg of the device was drilled, failed cutter insertion assessment and the bearings were worn out and corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: further evaluation determined that the device failed cutter insertion due to worn out and corroded bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.